Event description:
It was reported that during a lobectomy procedure, the surgeon fired the initial firing across the pulmonary artery and then fired the second reload over the other side of the artery. He went to cut the artery and observed bleeding from the first firing site. He then used a different device to complete the procedure. The surgeon stated he had dialed the device down properly prior to firing the first firing and is concerned it did not staple. The patient lost 300 cc of blood but required no blood products. Patient is reported to be stable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.